Manufacturer narrative:
The reported event of patient death was not confirmed. Review of the device session records indicates no events in the month of june 2023. In addition, no device or lead malfunction was identified via review of the session record.

Event description:
Related MFR report number: 2017865-2023-36156. It was reported that a patient had deceased due to unknown causes. No additional information was reported.